Event description:
During troubleshooting for an unrelated alarm during dwell one on a homechoice (hc) device, it was reported that the home patient (hp) had started therapy over using the same supplies. The technical service representative (tsr) advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).